Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced an elevated blood glucose (bg) level. Reportedly, the pump read "high" and the value was unknown. Cause if bg was unknown. Reportedly, customer delivered a correction bolus to resolve the issue.